Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Visual examination of the provided picture identified sign of use; bio-debris is noted to the surface. However, product was not returned for evaluation. No further analysis can be made. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: assessed 1 image for mmi submission. Image is dated, but image is a photocopy of an x-ray. Loosening would be best assessed via x-ray image vs. Photocopy. A definitive root cause cannot be determined. This complaint cannot be confirmed, x-ray image was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(6). D10: unknown cup unknown unknown screw unknown unknown head unknown unknown stem unknown customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date and was implanted with unknown zimmer biomet products. Subsequently, the patient was revised due to loosening of the cup and shorten leg length on an unknown date.